Event description:
It was reported that during a visual laparoscopic procedure the tip of the sheath broke. The surgeon irrigated to remove the broken piece. There was no delay in the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: visual inspection of the ceramic tip showed a jagged piece missing on one side of the tip 5.7mm x 7.0 mm in dimension. Photos were taken which showed a bent spot located on the shaft next to the cone housing. Richard wolf repaired this inner sheath prior to (B)(6), 2009 for this customer. A broken ceramic tip was replaced. There was no damage to the shaft in this repair. This is an isolated occurrence with this product type (B)(4) sheath. There are no previous complaints with this (B)(4) sheath. The sheath will be repaired and ceramic tip will be replaced. Cause: user-interface - handling in use when ceramic tip came in contact with another instrument. Richard wolf sales rep was informed to determine the needs of this customer.